Event description:
It was reported the distal segment of the catheter migrated from the intrathecal space. A catheter revision was planned for (B)(6). There were no patient symptoms/injuries related to this event the patient status was indicated as alive ,no injury,no adverse event. The pump was delivering lioresal. It was later reported the patient underwent a catheter revision. The spinal segment was replaced in the intrathecal space and connected to the existing proximal catheter. The patient pump was restarted at 100 mcg/day, 2000 mcg/m, lioresal. The patient was discharged home on (B)(6) 2013 with improved therapeutic efficacy. He will follow up with his managing physician for further needed pump titrations.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).